Manufacturer narrative:
1 sample(s) of mat# 2420-0500 received by customer for investigation. It was reported by the customer that disconnected IV and observed that the sample was separated at the distal y-site, and the complaint is verified. Evaluation of the extension set shows that the extension set tube separated from the bottom of the y-site. Further analysis under the microscope found insufficient solvent on the tubing. Device history record review for model 2420-0500 lot number 23065082 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 03jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was found, by the manufacturing plant, to be the insufficient solvent on the tubing. This issue is most likely related to incorrect solvent application process by the personnel, or misuse of the solvent fixture.

Event description:
Mat#:2420-0500. Batch#: 23065082. It was reported by the customer that " pt was resting in bed when the family member came out yelling that pt was bleeding. Upon assessment it was found that patient had a disconnected IV and blood was backing up on to the bed. The problem was rectified immediately by clamping the line and reconnecting a new line to the IV. Pt remained stable during this time and was aware of the issue". Verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2023-08-30. Type of incident/problem: malfunction - during or after use. Level of harm: minimal harm. Ahs optional report to cmdsnet (health canada): yes. Incident details: pt was resting in bed when the family member came out yelling that pt was bleeding. Upon assessment it was found that patient had a disconnected IV and blood was backing up on to the bed. The problem was rectified immediately by clamping the line and reconnecting a new line to the IV. Pt remained stable during this time and was aware of the issue. Who was affected? Patient. Device information: device name/description: set alaris pump primary 20 drop 2y with check valve smartsite 116 inch pv 18ml. Manufacturer: carefusion. Manufacturer code/model: 2420-0500. Serial or lot number: unknown. Expiry date: unknown. Supplier: cardinal health canada inc. Supplier catalogue number: al2420-0500. Is device retained: yes. Number of devices: one. Wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions. Investigation request. Expected type of investigation: actual device tested. Shipping instructions request date (yyyy-mm-dd): 2023-09-06. Additional information received on 8 sept 23 -what was the medication/fluid in use at the time of the event? 0.9% ns. -where did the separation occur within the set? For example, at the drip chamber, at the proximal y-site; at the male luer. Please see the attached images. -could you please provide the batch number of the affected product? Please see the attached images. -was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? Yes.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated causing a leak. The following information was provided by the initial reporter with the verbatim: incident details: pt was resting in bed when the family member came out yelling that pt was bleeding. Upon assessment it was found that patient had a disconnected IV and blood was backing up on to the bed. The problem was rectified immediately by clamping the line and reconnecting a new line to the IV. Pt remained stable during this time and was aware of the issue. Who was affected? Patient.